Event description:
It was reported that during a robotic hysterectomy procedure, the device was closed on tissue and activated on the tissue and used the I-blade, but the device would not open and had to transect the tissue around the device to remove it. The case was completed with monopolar scissors. After the case, they were able to pry the device open. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Additional information: there were no staplers or clips used in the case. The jaws locked onto and were cut out of tissue just proximal to an ovary. The device was unlocked when the incident occurred. The I-blade was about 1/4 advanced down the jaws of the instrument. As it turns out, this was the first sign that something was wrong, when they couldn't get the blade to advance all the way. That's when they tried to open the jaws again and couldn't, realizing it was stuck. The generator gave no replace or complete tones/indicators. After the jaws of the device were cut out, the device was removed from the pt, and the handles forcefully pried apart to open the jaws, it opened and closed seemingly fine after that. This was while it was still hooked up to the generator, but no energy delivery was tested and the staff did not attempt use on the pt again. Based on our previous conversation, the first assist mentioned that she had applied energy a first time and advanced the blade but that it didn't seem like they had "gotten a good burn" (keep in mind they're now ligasure users so I explained enseal's got a much lighter footprint and that might explain it). They reapplied the device to the tissue to get what they thought would be a better seal and that's when the device locked. First assist said she was delivering energy when the I-blade wouldn't advance. As to the tones, she couldn't say if she heard any or not for single or double-tap due to all the other beeps in the room.